Manufacturer narrative:
Additional information was requested from the field representative regarding the initial reporter. However, no response was received. Should any additional pertinent information be received, a supplemental report will be filed.

Event description:
It was reported that the health care professional (hcp) was concerned about the patient's supraventricular tachycardia (svt) being misclassified as an atrial tachy response (atr). Technical services (ts) reviewed the reports and noted that there was no svt. There were several atr episodes that were caused by oversensing ventricular signals on the right atrial (ra) lead channel when sudden fast ventricular rhythms were present. Ts also noted that the right ventricular (rv) lead channel's thresholds increased but returned to normal values. Ts suggested following actions. The device remained in use. No adverse patient effects were reported.